Event description:
The patient did not respond to stimulation via the cochlear implant. An x-ray confirmed that the electrode array of the implant had inadvertently been placed outside of the cochlea. The deivce was explanted and a new device was successfully implanted.